Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The device was programmed to the alternate sensing vector at the time of the shock. Technical services discussed some testing and programming options. A chest x-ray was requested. There were no additional adverse patient effects. The system remains implanted.